Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with the implantable cardioverter defibrillator exhibiting non-sustained post paced t-wave oversensing. Troubleshooting was discussed but not yet performed. No patient symptoms were reported and the patient was in stable condition.

Event description:
New information received noted that the device was successfully reprogrammed.